Event description:
It was reported that (1) device was used during a laparoscopic procedure. It was reported by the affiliate that the er320 instrument was dropping clips (did not fall in pt). Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.